Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump began generating alert 38 for a motor stall after the pump was dropped at school, and attempts to change the infusion site and perform a dry run resulted in an unable-to-proceed alert, indicating a device problem consistent with a complete blockage related to the tube component. Symptoms included hyperglycemia to 358 mg/dl. Outcomes included the need for unexpected medical intervention with subcutaneous insulin. Investigation included communication with the user and school nurse and analysis of the information provided. Investigation of this case revealed a communications-related problem and a device malfunction characterized as a complete blockage involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.